Manufacturer narrative:
H3: the catheter (n696458001) was returned, and analysis found no significant anomaly. H3: the catheter (n780347004) was returned, and analysis observed a kink in the catheter body and found significant twisting in the catheter body that may have affected infusion. H6: all previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2019, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 16-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (dose and concentration unknown) via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient had a schedule rotor and catheter dye study. The results were that the rotor's performed normally and moved after the healthcare professional (hcp) delivered a bolus. The catheter aspiration was unsuccessful. The managing hcp was referring the patient back to implanting hcp for a catheter revision. The catheter revision has not yet been scheduled. The pump was currently in minimum rate and will stay there until the catheter is revised per hcp's request. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and the healthcare provider on 26-sep-2019 who reported that patient had gone to the managing physician for a pump refill but the physician found the pump to be full. The patient had a rotor dye study on (B)(6) 2019 performed and the physician was unable to aspirate the catheter in the dye study and the patient was referred back to the surgeon for a catheter revision. The revision was performed (B)(6) 2019 and the surgeon reported that when he opened the pump pocket, the catheter was twisted up and coiled tightly inside the pocket. The pump was still anchored in place. When the spinal pocket was opened, the spinal segment was still in the intrathecal space. The entire catheter was removed and replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The drug being delivered in the pump was morphine 5mg/ml at minimum rate of 0.0299 mg/day. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported another rep was present for the revision which took place on (B)(6) 2019. It was noted the rep did however see the patient in office with the hcp. At the time, the patient was in minimum rate and the hcp increases it to the lowest simple continuous infusion. It was noted the patient was receiving morphine 5 mg/ml for a total dose of 0.246 mg/day and the personal therapy manager (ptm) at 0.0246 every 6 hours as needed. The rep had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.